Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, there was placement difficulty, high thresholds in various locations, and problems with the helix - when the lead was removed from the body the helix was tested and there was a "spinning at the tip." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.